Manufacturer narrative:
Passed pump the rewind, basic occlusion, prime/delivery and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that insulin squirted out during priming. Customer's blood glucose was 173 mg/dl. During troubleshooting, alarm history showed a compromised forced sensor alarm. Customer reported that drive support cap appeared normal. Customer was advised that insulin pump would need to be replaced.